Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an error code 1007 and 1004 was triggered when it comes to this device during a routine follow up. A review by boston scientific technical services (ts) noted that fc1007 is associated with a capacitor charge time which has exceeded the limit, while fc1004 means that a shock lead was shorted. Ts discussed replacing the device and discussed when it comes to the high voltage lead low shock impedance values were expected which could mean an insulation issue or the shock electrode may be close to one another or touching and an evolution is needed. Further engineering analysis noted the shock into a shorted lead fc1004 occurred (B)(6) 2016 and two charge timeout faults fc1007 occurred on (B)(6) 2016 by an auto capacitor reform. These time outs set eol battery status. Three additional charge time out faults occurred on (B)(6) 2016. The plasma fuse was most likely activated. The device should be replaced and the shock leads should be evaluated. The device was replaced the next day and will be returned, while the right ventricular (rv) lead was surgically abandoned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory microscopic visual inspection found no irregularities. An x ray of the device and found that the plasma fuse was open. Detailed review of the device memory log verified that the device shocked into a shorted lead causing the observation of the plasma fuse to activate or open and confirmed the reported error codes. External shorting of the lead(s) during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.